Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The issue was resolved by changing the infusion set and cartridge before resuming insulin delivery. Despite the resolution, the customer experienced continued occlusion issues and reverted to an alternate method of insulin therapy.